Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. (B)(4) events were reported for this quarter. (B)(4) devices were received for evaluation; 4 events were confirmed during testing. (B)(4) devices were found to be affected by wear. The devices are not repairable and were not returned to the user facility. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events, in which the device was reportedly shedding metal debris. Four reported events had no patient involvement; no patient impact.